Event description:
It was reported the patient experienced pain at the ipg site due to the implant location. The ipg was originally implanted in the patient's buttocks. No recent falls or trauma were indicated. It is unknown if the patient had gained or lost weight since implant. Surgical intervention was undertaken on (B)(6) 2015 and the ipg was relocated to the patient's right lower abdominal region.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.